Manufacturer narrative:
Sterility was performed per existing validations.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that the patient, as a pedestrian, was struck by an automobile on (B)(6) 2012. The patient originally had a bilateral craniectomy following the incident, then eventually had two plates implanted, one on the left side and one on the right side of the cranium along with at least one shunt that was passed through a hole in the plate on the right side of the cranium. Eventually, an abscess developed at the juncture of the shunt and the plate so on (B)(6) 2013 the surgeon removed the shunt along with the plate and associated screws. Patient is awaiting manufacture of a custom fitted plate which is required for her follow-up surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Additionally, this device is not sold sterile.